Manufacturer narrative:
Batch review performed on 25 march 2021: lot 189225: (B)(4) items manufactured and released on 09-jan-2019. Expiration date: 2023-12-13. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot. 1901870. Batch review performed on 25 march 2021: lot 1901870: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 1904219. Batch review performed on 25 march 2021: lot 1904219: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.12.0412crl tibial insert fixed sphere cr size 4/12 mm l (k181635) lot. 185590. Batch review performed on 25 march 2021: lot 185590: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 1 year and 2 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components with competitor hardware. The surgery was completed successfully.